Event description:
It was reported that; they manipulated the liver at around 7.5 hours mark in response to the low artery flow. Artery flows started dropping at 7-8 hours and now under 50cc per minute.

Manufacturer narrative:
The device data was retrieved and reviewed by clinical. Clinical reviewed the data for the case perfused on device 536 which experienced decreasing arterial flow (increasing resistance) from around 3 hours into the perfusion. The device appears to have been operating as expected for the duration of the perfusion, there are no indication or area of concerns in the data. Clinical review determined no hardware issue.